Manufacturer narrative:
H3 other text : device returned to third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third party service center, the device logs were downloaded and 56 errors were found. Visible black foam particles were confirmed during the testing of the device. No other problems were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.